Event description:
The pt is a 43-yr-old white female who initially had bilateral breast augmentation in 1978 using double-lumen-type implants. The pt had capsular contracture on the left requiring closed caspulotomy three times. Pain radiates toward the axilla in both breasts. Over the last five years, the pt has noted fatigue and pain in the left breast. There is tenderness in the muscles and she has been diagnosed with fibromyalgia. There is also a short-term memory deficit and bladder irritability problems. The xeromammogram and ultrasound examination shows that the right implant is intact; however, the left side has loss of saline shell. As a result of significant local pain as well as significant retraction of the left and loss of implant integrity on the left, the pt desires implant removal and mastopexy.